Event description:
It was reported that an ilet user experienced hyperglycemia after dinner and again after breakfast, with fingerstick glucose readings around 219 mg/dl post-dinner and rising to approximately 312 mg/dl post-breakfast, after a same-day infusion site change and confirmed insulin delivery through tubing; the event involved meal announcements and appeared related to an incorrect or larger-than-usual meal size, with no alarms reported. Symptoms included elevated blood glucose without reported ketosis, loss of consciousness, or other complications. Outcomes included return to normal range after corrective dosing and subsequent stabilization without hospitalization or medical intervention. Investigation included customer education and troubleshooting, confirmation of insulin delivery, and follow-up calls. Investigation of this case revealed no device malfunction and suggested glucose excursions were consistent with meal-related underestimation and normal automated correction timing. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal size estimation and expected device behavior.